Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported that a male patient, in his 70s, underwent an ablation procedure for right sided atrial flutter with a thermocool® smart touch® sf bi-directional navigation catheter and suffered a coronary artery stenosis requiring a surgical intervention. During the procedure, after using bwi products, st elevation was observed on the body surface echocardiogram (leads unspecified). Cardiac catheterization was performed. Contrast was injected, revealing a right coronary artery (rca) occlusion. Balloon angioplasty was performed and a stent was placed in the rca. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Physician¿s opinion regarding the cause of the adverse event is that it was related to the procedure and the patient¿s condition.